Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident and current blood glucose level was 56 mg/dl. The customer was not feel ok to troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with glucose liquid. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown the auto mode feature was active or not at time of low blood glucose event. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.